Manufacturer narrative:
A kink was found on the soft cannula. Fluid path test was performed, and fluid was able to exit the distal tip of the soft cannula despite the kink being present. No timeouts or drive stalls were noted in the downloaded data. It could not be determined when the damage occurred or if it affected the pod¿s ability to deliver insulin when the device was worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl despite administering several boluses of 2-3 units while wearing the pod between 24 and 36 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. Ketones were checked and found to be present, but levels were minimal and under control. As treatment, a new pod was applied.